Event description:
During troubleshooting of an unrelated alarm, it was reported that the towel under the supply bags was wet but they could not locate the point of the leak. The event occurred during dwell four on the home choice (hc) and the home patient (hp) was connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.